Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-04892. Describe event or problem should include patient¿s condition was stable post event.

Event description:
The patient's condition post event was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. After a device download, the device resumed normal function.